Event description:
It was reported that the patient was admitted to the hospital (B)(6) 2012. The pump was filled and increased by 20% several times, but the patient did not get results. The pump was checked and it was found that the tip was not where it was supposed to be. The patient had a revision for the dislodged catheter. It was stated that ¿it¿ never works and never stays in place. The catheter ¿keeps kind of cracking or getting misplaced.¿

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type catheter. (B)(4).